Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical(g04)- head. Visual examination of the returned product identified signs of being implanted worn/foreign material. The head was submitted for further analysis results showing the surface with severe corrosion attack and abundant corrosion debris. Review of the device history record identified no deviations or anomalies. Operative notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem ¿ pn unknown ¿ ln unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04851.

Event description:
It was reported that patient underwent left hip revision at an unknown amount of time post implantation due to metallosis, corrosion, adverse local tissue response, and pain. Attempts have been made and additional information on the reported event is unavailable at this time.